Event description:
Same case as MDR ID: 2134265-2015-01330, 2134265-2015-01329. It was reported that hypersensitivity occurred. Following a myocardial infarction, three promus premier stents were implanted in the patient. A few weeks post implant, the patient reports his quality of life has been horrific since a few weeks after the stents were placed, he's taken out all other medication because of the reaction he had and it didn't go way. The patient reports the following symptoms: shortness of breath, rash, cough, kidney dysfunction, liver dysfunction, body rash from his neck to the souls of his feet that haven't got away since (B)(6). His primary care doctor took him off from his medicines at the time when he was in the ER with the rash, a cough, and kidney and liver dysfunction, and they just didn¿t know what was going on. They pushed fluids which helped his kidneys. They called (B)(6) and they said, ¿he¿s on brilinta¿ and he said, "no, that can't cause it¿, so they kept him on brilinta, metoprolol , and aspirin and he went off all other medicines and none of the symptoms got any better except for his kidney dysfunction.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).